Manufacturer narrative:
During the evaluation of the device at the MFR's service center, "service required" and "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's sensor board and blower motor will be replaced to address the issues. Device has been evaluated, but the components have not been replaced, pending customer approval of the estimate.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.